Manufacturer narrative:
(B)(4). Product analysis: the stent was off the balloon and did not return for analysis. There was no damage to the distal tip of the delivery system. Visual evaluation of the balloon confirmed a longitudinal tear from the mid to the proximal end of the balloon working length.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure the device did not pass through a previously deployed stent. No resistance was encountered during delivery or excessive force used. It was reported that the resolute onyx stent was successfully deployed. On second inflation of the device, the physician inflated the balloon above rated burst pressure to 20atm and the balloon burst. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.